Event description:
The pt received her scs system on (B)(6) 2011. It was reported that after the procedure, programming would only allow right side coverage. An x-ray showed that the lead had migrated. On (B)(6) 2011, the lead was surgically repositioned. Coverage was significantly improved after the procedure. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.